Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2017 while wearing the lifevest. Device download data revealed that the patient was treated seven times during the event. The patient was in a skilled nursing facility.at 13:00:10 the patient's rhythm degraded from af (40 bpm) to vf. The patient was in vf for 22 seconds before degrading to asystole. The vf was not sustained long enough for the lifevest to treat the arrhythmia. Between 13:02:14 and 13:12:43 the patient was treated seven times during asystole. Oversensing of low-amplitude cardiac input signal and intermittent cardiac activity contributed to the false detections. The lifevest electrode belt was disconnected at 13:12:51. Asystole is considered a non-treatable rhythm. The patient remained in asystole following the treatments and subsequently passed away. There is no indication that the lifevest treatments caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatments. The patient's run of vf was not sustained long enough for the lifevest to deliver a treatment.